Event description:
A customer contacted beckman coulter, inc. (Bci) and reported that troponin (accu tni) results generated by the unicel dxi 800 access immunoassay system are not matching results obtained from a different instrument in their lab. Per customer, they obtained elevated accu tni results for multiple pts. The exact number of pt involved in this event and the specific date are unclear. The original samples were re-tested on a different instrument in the customer's lab and accu tni results were lower. Upon data review, the accu tni results were in the risk stratification range and below the ami cut-off of 0.50ng/ml, except for one pt. The accu tni result obtained from the unicel dxi instrument was 0.64ng/ml and 0.29ng/ml when the specimen was tested on the different instrument. The erroneous results were not reported out of the lab. There has been no report of death, injury or change to pt treatment in association to this event.

Manufacturer narrative:
Based on data provided, qc was in range two times in the same month in 2008. A system checks performed on the same month met specs. A field service engineer (fse) was dispatched to the customer's lab and was on site for a week in the same month: the fse serviced the sample pump o-ring and the airflow. The fse performed a preventive maintenance (pm) to the instrument which was due. The fse found defective home sensor on peri pump #4 and replaced the reagent tubing for pipettor #2. The fse replaced the drive belts in all 4 pipettor precision pumps and completed matching and verification testing. The fse ran a diagnostic testing which passed. The fse ran carryover test which initially failed, but passed upon repeat. Info avail to date indicates the run date to be in that month. However, the specific date has not been supplied for this event. Although the fse addressed hardware issues, a clear root cause for this event has not been concluded to date. A malfunction will be assumed for the purpose of this report.